Event description:
It was reported that during a pulsed field ablation (pfa) procedure to treat a paroxysmal atrial fibrillation a farawave catheter was selected for use. By the end of the procedure, when attempting to withdraw the catheter after ablation on the right pulmonary veins, the guidewire became stuck inside of the catheter. The catheter was collapsed and removed, the procedure was completed successfully. No patient complications were reported. The device is expected to return for analysis.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that during a pulsed field ablation (pfa) procedure to treat a paroxysmal atrial fibrillation a farawave catheter was selected for use. By the end of the procedure, when attempting to withdraw the catheter after ablation on the right pulmonary veins, the guidewire became stuck inside of the catheter. The catheter was collapsed and removed, the procedure was completed successfully. No patient complications were reported. The device has been received at boston scientific post market laboratory.

Manufacturer narrative:
The device has been received for analysis. During product analysis it was reported that the attempt to insert the guidewire was unsuccessful and during dissection it was found that the guidewire lumen was damaged inside the inner hypotube. The "cause traced to device design" was selected due to the guidewire lumen breaking inside the distal inner hypotube, attributed to mechanical stress resulting from pebax breakage and delamination, as well as a collapsed braid.